Event description:
It was reported that a rough and grainy image was produced when using the deflectable videoscope. The malfunction occurred during preparation for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure of rough image was not confirmed. A root cause could not be identified as the malfunction could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.